Event description:
During follow-up for an unrelated alarm, the following additional information was received by global pharmacovigilance from the patient. On an unknown date in 2009, the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex 8l ip nightly and dianeal pd4 ultrabag 2l ip daily. On an unknown date between (B)(6) 2012, the patient had a hernia repair for an adverse event of hernia. On an unknown date in (B)(6) 2012, pd therapy was temporarily discontinued. On an unknown date, the patient was temporarily placed on hemodialysis. On an unknown date in 2012, the event of hernia resolved. On an unknown date in (B)(6) 2012, pd therapy using dianeal pd4 was restarted. The patient remained on pd therapy, no change in dosage. The hp declined to provide consent to contact the pd nurse. The event of hernia was not related to the dianeal solutions or the homechoice machine. No further information was requested. On (B)(6) 2012 product surveillance made contact with the peritoneal dialysis (pd) nurse regarding the reported incident. The nurse reported the reason for being hospitalized on an unknown date between (B)(6) 2012; the patient had a ventral hernia repair. On an unknown date in (B)(6) 2012, pd therapy was temporarily discontinued and the patient was placed on hemodialysis therapy. The pd nurse reported since this event the patient's hernia has resolved and is continuing performing pd therapy.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of the device logs revealed no failure or malfunction that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite electrical test and the homechoice rite functional test. The pump was determined to meet performance specification requirements. No failure or malfunction were identified that could have caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem could not be determined. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been returned to baxter product analysis lab (pal) for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional information become available.